Manufacturer narrative:
Lot information was additionally obtained. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. How this device had caused or contributed the reported perforation could not be identified based on the provided information. Referring to known similar events, it was presumed that patient anatomy and/or procedural contents were likely associated with this event. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects]: damage to a vessel, including possible vessel perforation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified, chronic total occlusion (cto) in the right coronary artery (rca). After externalization was achieved with an asahi rg3 guide wire, a des was implanted in the rca. The an asahi sasuke double lumen catheter was advanced for distal antegrade wiring to complete stenting of the posterolateral artery. At this point, both the sasuke and the retrograde asahi corsair pro xs microcatheter got stuck on the rg3. After many attempts, a destroyed sasuke was able to be removed from the guiding catheter. Because the corsair pro xs microcatheter was stuck on the rg3 and unable to be removed, it was removed together with the rg3. The case was very complex and this procedure was a reattempt and was complicated by ascending aorta dissection and perforation of the collateral used for the retrograde approach. The patient suffered cardiac arrest, resuscitation, pericardial tamponade treated with drainage and expired in the ccu 12 hours after the pci. Corsair pro xs: MFR report # 3003775027-2021-00123; sasuke: MFR report # 3003775027-2021-00124; rg3: MFR report # 3003775027-2021-00125.